Event description:
On 02/12/08- reporter, tsr stated that engineer alleged that the bed dropped from the full up position to the full down position. Customer had just completed using a c-arm on the pt when this allegedly occurred. No injuries reported at this time.

Manufacturer narrative:
Upon review of the hazard analysis, this complaint is being considered a reportable even-though no injuries occurred or assignable cause was identified. The hill-rom technician (tsr) found the bed was taken out of service, he did no investigate this alleged complaint and nothing was found to be wrong with the bed. He was unable to duplicate the alleged incident, and no new info was obtained concerning the usage of the c-arm. There is no objective evidence or indication the bed malfunctioned and no assignable cause was identified for the alleged bed hi-low drop.